Event description:
During procedure of cholecystectomy by laparoscopy, the surgeon had problems with the endoclip disposable clip applier, code #746615. The surgeon alleges that the instrument discharged more than one clip at the same time.